Event description:
Purchased sterilization containers from aesculap. Post operative wound infections occurred. Initially not attributed to these containers but after further examination, penetration holes were seen in the filters that are on the top and bottom of these containers. The holes were made by the instruments that were in the containers. The salesperson did not feel hosp needed to examine these filters before surgery. However, a nurse who was familiar with these containers and who had worked at another or alerted staff to the need to check the filters before using the instruments for potential contamination. The sales person did not agree with this but once the practice was initiated, holes were identified and instruments were not used. Infections did not seem to occur afterwards.